Event description:
The customer contact reported the device did not alarm when a distal occlusion was present. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not alarm when a distal occlusion was present. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present. This was due to worn threads on the half nut. The device has been identified as part of a product recall. Customer notification dated (B)(4) 2013. This report represents all the info known by the reporter upon query by hospira personnel.